Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing it was discovered that the fenestrated bipolar forceps instrument had a broken conductor wire. There were no reports of patient involvement.

Manufacturer narrative:
Correction : primary product batch/lot number under section d was updated to k10241010 0091. Correction to annex codes: annex code c was updated to c070603. Annex code d was updated to d02. Annex code g was updated to g04121.

Event description:
Refer to h11 for follow-up information.